Manufacturer narrative:
Age at time of event: 18 years or older. Promus elite ous mr 32 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted on multiple locations along the stent length struts were found to be lifted. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 19oct2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in a tortuous posterior descending artery. A 32 x 3.50 promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed with no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.